Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid, tiredness and achiness. The cause of peritonitis, patient outcome and action taken with pd therapy were not reported. The patient attended the hospital and was treated with unspecified antibiotics and was hospitalized two days later. No additional information is available.